Event description:
Allegedly there is concern about chromium and cobalt levels. No other information available at this time.additional information received 6-13-13, cobalt level 2.0h chromium level <1, mop articulation, revision scheduled for (B)(6) 2013. Additional info 6-27-13 - type 3 pseudotumor.add'l info rec'd 9/3/13: pt. Revised (B)(6)-2013. Neck, stem, head and liner revised.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01652, 01653, 01655.

Manufacturer narrative:
A complaint review was conducted and there was no trend for item/lot.